Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Manufacturer contact phone number: (B)(4). (B)(4) - incomplete. The expiration date is not currently available.

Event description:
Tiger thread broken during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was received and evaluated. Visual inspection revealed the device was in used condition. The white sutures on the device was broken and frayed, confirming this complaint. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut. However, the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. Review of the device history record for the finished goods assembly (p/n 232447) indicated that this batch of product was processed without incident. There were no ncs or anomalies in the release lot. These complaints are not likely to be caused by a manufacturing defect; therefore, escalation of this complaint is not required. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).